Event description:
As reported by the user, the subject programmer randomly shows difficulties to interrogate devices. Communication between device & programmer randomly stops (led switch off). It was checked with different medical environments, and by connecting different cpr3 head and orchestra + link to the programmer. The user says that phenomenon is random, sometimes works fines, sometimes switches off.

Event description:
As reported by the user, the subject programmer randomly shows difficulties to interrogate devices. Communication between device & programmer randomly stops (led switch off). It was checked with different medical environments, and by connecting different cpr3 head and orchestra + link to the programmer. The user says that phenomenon is random, sometimes works fines, sometimes switches off.